Event description:
According to the information received, the device giving issues with image output experiencing staticy image and sometimes goes blank. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: complaint verified - intermittent image drop. A functional test confirmed the customer's complaint. Manipulating the iml connector could induce the intermittent image drop failure. A visual inspection was unable to identify any obvious issues with the iml connector. Cleaning the connector did not resolve the issue. The issue occurred with multiple iml test fixture cables, indicating the issue resides with the motherboard connection. The iml connector can't be replaced at karl storz - goleta, so a motherboard replacement will be required. The ccu is over 6 years old, and the connector has become intermittent due to normal wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).